Event description:
The technician alleged the bed exit audio alarm will not sound, it can only be heard if standing next to the bed. No pt impact.

Manufacturer narrative:
The technician found the cause to be the scale board. The technician replaced the scale board to resolve the issue.